Event description:
It was initially reported the device thrombosed intraoperatively as the surgeon was weaning the pt off pump. The thrombosis was noticed on echo by the anesthesiologist. Add'l info received indicated the valve was removed and replaced with a 27 mm bioprosthesis from another MFR. The surgeon stated that given the fragile preoperative status of the pt and complex surgical procedure needed, it is believed that the second pump run, second cross clamp, and prolonged operating room time exacerbated post-pump coagulopathy, acute renal failure, shock liver, and respiratory problems that resulted in his death five weeks postoperatively on (B) (6) 2010.